Event description:
Repair request initiated for device with no reported malfunction. It was reported there was no patient involvement. Repair escalated to a product event on evaluation due to the overheating.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was overheating and the maximum temperature was measured to be 204°f. The likely cause of failure could not be determined. It was also noted that device runs very rough, was noisy, patient current leakage test failed, motor doesn't reaches max rpm and motor needs kickstart/runs intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.